Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss on multiple floors right before a planned outage. The bme stated that the issue was caused by a drained uninterrupted power supply (ups) due to the length of the power outage and once the power was restored, the system rebooted. The bme reported that they have had no further issues. No patient harm was reported.